Event description:
Philips received a complaint by the customer on the v60 indicating that the battery charge was not holding. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the battery charge was not holding. A field service engineer (fse) went onsite and was unable to duplicate the issue. No further service was provided by philips. The reported issue was unable to be duplicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.